Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 448 mg/dl at the time of the event and was treated in the hospital with an intravenous insulin infusion for the high blood glucose. The customer reported vomiting symptoms related to their high blood glucose. The customer reported the insulin pump was not working. Troubleshooting was performed. It was unknown whether the auto mode feature was active or not at the time of the event and the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unexpected battery power loss anomaly not confirmed during testing. The following were noted during visual inspection: minor scratched display window, scratched case, stained keypad overlay and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed. No damage noted on the original battery cap. Please see the first 10 boluses listed below on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 01:16:03.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 11000 (1.1 u) bolusamountdelivered: 11000 (1.1 u) (B)(6) 2024 08:53:12.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6) 2024 10:04:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 25000 (2.5 u) bolusamountdelivered: 25000 (2.5 u) (B)(6) 2024 11:19:07.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 5000 (0.5 u) bolusamountdelivered: 2500 (0.25 u) (B)(6) 2024 11:32:23.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) (B)(6) 2024 11:38:15.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 6000 (0.6 u) bolusamountdelivered: 6000 (0.6 u) (B)(6) 2024 12:47:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 34000 (3.4 u) bolusamountdelivered: 34000 (3.4 u) (B)(6) 2024 13:56:53.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 49000 (4.9 u) bolusamountdelivered: 49000 (4.9 u) (B)(6) 2024 14:00:13.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 5000 (0.5 u) bolusamountdelivered: 5000 (0.5 u) (B)(6) 2024 15:24:43.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 18000 (1.8 u) bolusamountdelivered: 18000 (1.8 u) please see below for the daily total of all insulin delivered on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 598000 (59.8 u) dailytotalofbasalinsulindelivered: 174500 (17.45 u) dailytotalofbolusinsulindelivered: 423500 (42.35 u) there were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm listed on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 09:17:11.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 20:45:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 20:50:02.000 batteryremoved (55) (B)(6) 2024 20:50:02.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 20:50:11.000 batteryinserted (44) earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 3:40:55 am. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lowbatteryalert (104) unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs. Unexpected battery power loss not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.